Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to (B)(6) emergency department on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Reported symptoms included vomiting and elevated ketone levels. The patient was treated with an anti-nausea sublingual tablet. The patient was released the same day, after 5 hours. A new pod was placed.